Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. The patient did not receive therapy. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.